Event description:
It was reported that the rn observed the IV tubing was leaking from the filter. It was unclear if the patient received all or any of the unspecified non-chemotherapeutic medication that was infusing through the involved IV tubing. Photo of the IV tubing was provided by the customer. It is not known if there was any patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that the IV tubing was leaking from the filter was confirmed due to leaks at the filter¿s weld lines. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed within the extension set¿s tubing and micron filter. No visible damages or tool marks were. Functional testing was performed and small droplets were observed leaking from the micron filter¿s weld lines. The set was pressure tested and the leak was observed at filter¿s weld lines, no other leaks were observed. The root cause of the weld line leaks is due to a supplier manufacturing error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient information was requested but not provided.

Event description:
It was reported that the rn observed the IV tubing was leaking from filter. It was unclear if the patient received all or any of the unspecified non-chemotherapeutic medication that was infusing through the involved IV tubing. It is not known if there was patient harm. Photo of the IV tubing was provided by the customer.